Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced. The evaluation found the back flex to be failing, causing a no audio condition. The rear case was replaced.